Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm, pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero.), battery failed. The customer reported a blood glucose value of 280 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-332a, unomedical, mmt-1884, unk_sensor. Troubleshooting was initiated, and it was identified that the issue was a past event which was resolved. The customer was able to successfully clear the alarm, and was able to complete rewind. No further patient complications were reported. No product return is required for mmt-332a, unomedical, unk_sensor. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current test and displacement accuracy test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Unit passed dat test at 0.0874 inches. Unit successfully downloaded to thump. Confirmed 69.6 units of normal bolus was delivered on 10/15/2025 between 00:43:39.000 and 21:58:53.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted. Verified pump alarmed failed battery test on 10/15/2025 22:03:12.000 in pump downloaded history. No pump error 15 alarms noted during testing. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 1216 1216 1216 file number 38 709 709 709) on 10/15/2025 22:03:09.000, problem isolated to the electronic assembly. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 10/15/2025 19:21:01.000 in pump downloaded history. No pump error 23 noted during test. Verified the pump alarmed pump error 23 after battery removal on 10/15/2025 22:04:54.000 in pump downloaded history. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. The formatted history file confirmed the pump alarmed pump error 15 due to moisture damage to electronic assembly. No pump error 23 noted during analysis. No unexpected insulin flow blocked alarms noted during test. No failed battery test noted during analysis. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.